Event description:
The infant was less than 3 hours old. The surgeon had clamped and cut the umbilical cord. The pt was then passed to the mother to see her infant. The nurse took the infant approximately 4 feet to the infant warmer for additional cleaning and routine. The rn turned to complete the infant's chart and upon returning to the infant noticed bleeding through the infant's wrap. Upon examination it was noticed that the cord clamp had popped off. A kelly clamp was placed and placed on the infant. A full cbc blood work up was done on this infant.